Manufacturer narrative:
Unit passed displacement test and selftest. Pump error 4 followed by a pump error 63 (variable 3) was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Unit received with pump error 53 in the pump trace download due to software error.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device was not making any sound when alarming. The device alarmed a hardware low level failure during self-test. The device also alarmed software error detected and motor arm/main arm communication issues. The device passed the self-test during the call. The customer¿s blood glucose during the incident was unknown. The device will be returned for analysis.